Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead had a consistent large atrial signal following the ventricular pacing, indicative of a retrograde signal. However, technical services (ts) discussed that prior electrograms (egm) show the large atrial signal as sinus. Ts suspected there was a loss of capture on the ra lead. There were also stored pacemaker mediated tachycardia (pmt) episodes, and ts discussed that the episodes appeared to be sinus tachycardia. Ts recommended further clinic evaluation. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.